Event description:
Patient reported having been diagnosed with a connective tissue disease or disorder, side unspecified. This record is for the right side. Upon review / investigation, the reported event has been ruled out. Patient reported right side capsular contracture, baker grade iii. Healthcare professional later reported capsular contracture, baker grade IV and "recalled breast implants." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: observed, opening device in the anterior side assessed as surgical damage. Wear abrasion observed on device. Creases observed on device. Observed 40 mm dark patch edge material inside gel device. Yellow particles observed in the surface of the shell. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.